Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is going through batteries faster and he does not get a low battery alert. The insulin pump alarmed failed battery test, it shut itself off but then turned back on. Customer stated that the contacts on the battery ca are damaged. The battery cap would be replaced. Blood glucose value was 118 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan until receiving the battery cap replacement and call back if issue persists.